Event description:
Customer reported via phone call that they were hospitalized with diabetic ketoacidosis. Blood glucose value was over 400 mg/dl. Customer experienced vomiting and drove alone to the hospital. Customer stated that the insulin pump was not worn for one week before the admission. The customer explained that the insulin pump had alarmed button error two weeks prior. Out of warranty letter was sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.